Manufacturer narrative:
An abbott field service engineer (fse) dispatched to the customer site inspected the analyzer and removed the system control center (scc) from its compartment. The scc appeared normal with no smoke residue or charring observed. The power supply was removed next and the fse did notice a hint of a burnt smell. The fse was unable to determine why the power supply failed. A new power supply was installed. Subsequent instrument operation was acceptable. A return from the customer site was unavailable. A 12 month review of scc power supply trending and complaint data did not identify any related issues or adverse trends in conjunction with the complaint issue currently under evaluation. An instrument service history was performed for the architect c4000 analyzer, serial number (B)(4). The history shows (B)(4) was installed in (B)(4) of 2013, and no other tickets involving smoke or the smell of smoke or fire have been received. The current complaint is the only complaint listing the power supply (B)(4). The architect system operations manual contains information to address the current customer issue. The complaint information reasonably suggests a malfunction of the scc power supply. A specific cause for the scc power supply smoking was not identified. The issue was resolved through standard troubleshooting procedures. Based on the investigation performed a deficiency is not identified. (B)(4).

Event description:
The customer reports that the architect c4000 analyzer's computer shut off without warning. When the customer went to power the computer back on he hard a "pop" accompanied by an electrical burning smell and then saw smoke coming from the housing where the central processing unit is stored (system control center or scc). There were no injuries reported and no damage to the surrounding lab environment. There was no patient involvement with this issue.